Event description:
Caller reported an issue with incorrect pump time settings. The caller's previous settings did not result in blood glucose levels reaching critical thresholds, indicating no adverse impact on the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring the situation, with a recommendation to follow up if the time discrepancy reoccurred. The caller understood and acknowledged the guidance provided.